Event description:
The customer observed a false reactive toxo igg result while using the architect i2000sr analyzer. The customer indicated that the patient was positive on (B)(6) 2012. The patient was tested again in (B)(6) 2012 and was negative. The original sample from (B)(6) 2012 was re-run in (B)(6) 2012 and was negative (no data provided). There was no impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, troubleshooting of the instrument, a search for similar complaints, and a review of labeling. Troubleshooting determined that insufficient volume of buffer was dispensed at wash zone positions 2 and 3 due to partial obstruction of the manifold valves. The issue was resolved by replacing the valves. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74 was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.